Event description:
Reporter stated the basal insulin delivery of the infusion device is inaccurate. The customer experienced hyperglycemia of 17.0 mmol/l as a result. It is reported that the customer believes the pump delivers the correct amount of bolus insulin. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.